Manufacturer narrative:
It was reported that the device return is pending. A supplemental report will be filed if additional information is received or when analysis/investigation is completed. (B)(4).

Event description:
Medtronic received information that during the attempted implant of a transcatheter bioprosthetic heart valve the patient exhibited hypotension, suspected to be the result of pre-existing mitral regurgitation and aortic regurgitation following balloon aortic valv uloplasty. This delivery catheter system (dcs) with the loaded valve was pulled back into the descending aorta so an echocardiogram could be performed to check for a possible tamponade, as there had been difficulty placing the guidewire (another manufacturer's product) at the beginning of the procedure. No tamponade was found, and cardiac massage was being applied, so the decision was made to quickly deploy the valve from the dcs. As the valve was one-third deployed, the dcs exhibited a clicking sound and the capsule stopped opening. It was reported that the prescribed technique of lifting the dcs macro cursor while turning the micro knob did not resolve the deployment issue, and the entire system was withdrawn. Another valve of this same model was then successfully implanted using a different dcs with no adverse patient effects. It was reported that subsequent attempts to unload the first valve from the dcs after its withdrawal were unsuccessful. There were no patient anatomy anomalies noted. The dcs and valve are to be returned for analysis. There was no allegation or complaint against the valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory the valve was received loaded within the capsule of the delivery catheter system (dcs). The capsule appeared retracted. The handle appeared intact. The capsule appeared to be retracted approximately 1.5 cm from the plunger exposing the distal tip of the valve. A kink was observed on the proximal end of the capsule. The distal end of the plunger appeared necked or stretched. Additional observation a deployment simulation was performed straight on the bench top. Before deployment, the capsule was completely advanced by using the micro knob and stretching technique. To retract the capsule, the micro knob was used. Initial resistance was observed but after 5 turns the capsule began to actuate however, at approximately 1.7 mm retracted, clicking was heard with no movement. At this point, the macro cursor was used with the micro knob. The capsule did not retract resulting with constant clicking with no movement. As the valve would not deploy using the micro knob, when lifting the cursor, the valve was deployed using the cursor. Once the valve was deployed, the dcs handle was disassembled. Significant damage was noted on the drive screw at the location in which the microknob started clicking. The drive wire inside the extension sheath was observed to be slightly bent. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the most likely cause of the inability to retract the capsule is the significant drive screw damage. Most likely, the unit clicked at this point during the initial deployment attempt and the operator did not immediately attempt the mitigation of lifting the cursor. The damage continued with each click/turn of the microknob. By the time the operator attempted to employ the mitigation, the drive screw was too severely damaged for the drive wire to overcome the thread. It was also noted that the drive wire was slightly bent which may indicate the user applied the mitigation incorrectly. Too much force can mean the operator is working against himself and potentially caused the damage to the drive wire. Deployment difficulties will continue to be monitored for potential root causes or contributing causes.